Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised due to infection. Operative notes reported that at the distal point of the previous incision, there was a large bubble indicative of an evolving sinus tract that was draining. It was very erythematous and swollen. Once it was incised a copious amount of pus come pouring out. There was clearly a dehiscence through the iliotibial band fascia all the way down to the joint. There was still quite a bit of metal stained tissue as this was started as a metallosis case. The abductor tendon has a significant metal staining, however it was intact. We could not disimpact the stem from the sleeve. A trochanteric osteotomy was performed. There was some mild bone loss that was seen on the CT in the posterior wall and superior dome, but nothing too signification. It was indicated that 3 pack rbcs were given. Added revision date, hospital, surgeon, new ips, medical history, dob, age, gender, relevant labs and event date. Corrected doi of stem updated concomitant products. Doi: (B)(6) 2003 (cup,screws,stem,sleeve), doi: (B)(6) 2019 (head, liner), dor: (B)(6) 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.